Event description:
It was reported the pt had a lump on the lower spine that was 3 inches up from the tailbone where the catheter was implanted. The lump was red and painful, and it caused discomfort when the pt touched it. The pump was also not controlling the pt's pain "like once did." The change in therapy occurred after a pump replacement. No device alarms had been heard. The pump had been used to deliver dilaudid (30 mg/ml), but this was changed to morphine (25mg/ml). The reporter stated the actual residual volume was greater than expected residual volume. The reporter stated "there is more medicine in the pump than should be. They don't tell me, but I can see there is more." The pt had a fall 2 days ago and landed right on the pump and now the pump is painful and "doesn't feel that it is in the right spot." The pt had lost (B)(6) and the pump "sticks out." The pt had an appointment to see the doctor on (B)(6) 2010. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).